Event description:
Intubated pt [was] placed on servo I ventilator. Shortly after intubation, the pt began to desaturate and retract. The ventilator was not registering any spontaneous breaths, sensitivity was adjusted and no change was noted. Ventilator [was] taken out of use.